Event description:
It was reported that premature battery depletion was noted on the patient's implantable cardioverter defibrillator (ICD). The physician elected to explant the ICD and replace it with a new one. The patient's condition remained stable.